Event description:
It was reported that during a lap sigmoidectomy, the electrode peeled away. No fragments fell inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic but still attached to the active rod. The ceramic is not damaged and is securely bonded to the bottom jaw. The device's output was tested, but due to the returned condition, no additional functional testing could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.